Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was generating beeping tones and was found operating in fallback/safety mode. This mode (designed in all prizm products) is designed to provide full shocking capability and single chamber brady pacing despite disruption in normal ICD function.